Event description:
The patient stated that with 3 v-go devices, the adhesive pad did not stay attracted to the body for the full 24 hour period. The patient confirmed that he properly prepared the application site before applying the v-go device.